Manufacturer narrative:
Ligaclip endoscopic rotating multiple clip applier-based upon inquiry information received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the formation of the remaining clips. The reported incident could not be recreated.

Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips would not fully close. The device was fired and when clip was released from the jaw of the device the clip was not completely closed. Fired again and the clip worked and occluded the artery. Continued to fire and again the clip would not fully close. Not every clip in device would misfire. There was no consequence to the pt.